Manufacturer narrative:
(B)(4). (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter in a sealed pouch. There is a visible dark hair/fiber inside of the sealed pouch. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2017. It was reported that foreign material was found inside the sterile packaging. During unpacking of a 4.0mmx30mmx80cm (4f) sterling¿ balloon catheter, a hair was found inside the sterile box but the inner pouch was not compromised. The procedure was completed with another 4.0mmx30mmx80cm (4f) sterling¿ balloon catheter. No patient complications were reported. However, returned device analysis revealed that there was a visible dark hair/fiber inside the sealed pouch.